Event description:
It was reported that the therapy worked for the pt for 3 months following the implant. The pt fell on her implant about a year ago and experienced a loss of therapeutic effect. It was also noted that the pt had lost weight. Add'l info was requested.

Manufacturer narrative:
(B)(4).